Manufacturer narrative:
This report is submitted march 2, 2018.

Event description:
Per the clinic, it was reported that the electrode array migrated into the internal acoustic canal. Subsequently, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on march 23, 2018.

Manufacturer narrative:
Correction: this report was previously submitted incorrectly under 6000034-2017-00469.